Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called via phone requesting help with the meter because it wasn't sending to the insulin pump. The customer changed the battery on the insulin pump. The customer had a low blood glucose of 44 mg/dl. The customer declined troubleshooting for the low blood glucose because of not being on the pump and was late eating. Nothing is returning.